Event description:
The complainant reported a 58 year old female patient presenting with post cardiotomy cardiogenic shock for impella support. During an attempted wireless insertion of the impella device, the left ventricle became perforated. The perforation was repaired surgically and support continued.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.